Event description:
It was reported that the patient came in with pain. The surgeon observed on the x-ray that the nail was broken. Patient was revised.

Manufacturer narrative:
Additional information has been requested, and if received, will be reported on a supplemental report.